Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change, the patient experienced elevated blood glucose levels and also reported that the dexcom g7 was not connecting to the ilet; review showed the cgm sensor had expired and required replacement, and during subsequent troubleshooting the infusion set connector was found loose and not locked, after which the patient reconnected supplies and resumed insulin delivery with a new sensor paired to the ilet. Symptoms included hyperglycemia with reported maximum around 300 mg/dl, occurring most of the day, without ketone testing, medical intervention, or backup therapy, and the patient reported feeling okay. Outcomes included no injury, no hospitalization, and restoration of insulin delivery and cgm connectivity following education and corrective actions. Investigation included technical support review, user-guided inspection of the infusion set connection, and cgm pairing and setup verification. Investigation of this case revealed a loose infusion set connector as the proximate cause of hyperglycemia and an expired cgm sensor preventing communication, consistent with user setup error and component connection not secured. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper connector engagement and continued use of an expired cgm sensor.